Event description:
The customer reported that the bottom of the screen on this bedside monitor (bsm) is blank and occasionally the whole screen flashes white. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the bottom of the screen on this bedside monitor (bsm) is blank and occasionally the whole screen flashes white. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the bottom of the screen on this bedside monitor (bsm) is blank and occasionally the whole screen flashes white. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation of the device, the reported issue was duplicated. The cause was determined to be hardware component filure with the display panel or display panel connector. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 12/15/2025 I called (B)(4) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for greg to call me back with this information. Attempt # 3: 12/17/2025 I called (B)(4) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for greg to call me back with this information. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that the bottom of the screen on this bedside monitor (bsm) is blank and occasionally the whole screen flashes white. There was no patient injury reported.